Event description:
Ongoing problems with machines of less than 1 year old. Early after acquiring machines took 4 out of svc and returned to keomed, the local anesthesia vendor. Additionally: 8/10/99, during daily check, identified system leak (unacceptable) >400cc. Unable to tighten co2 absorber cannister. 8/11/99, "scavenger failure" alert. Never found problem. Removed and replaced with another machine. 9/14/99, 20 mins after induction, monitor screen became snowy and blocked out. The ventilator continued to work. Within mins began to detect odor of smoke from machine. Pt did not experience a negative outcome but potential was there. These machines are under warranty.